Event description:
A nephrostomy catheter was used for therapeutic purposes. During the procedure, after gaining access to the renal area, the top of the metal stiffiner broke. As the physician began to advance the catheter, a perforation was noted in the ureter causing urine to leak into retroperitoneal. Because the devices were positioned in the proximal end, they were easily removed as a unit. The only method of treatment for perforation will be replacement of another nephrostomy catheter as physician feels no further action is necessary. There were no further complications reported with this event.

Manufacturer narrative:
This device has not yet been received by this MFR; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.